Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. The manufacturer's technical services (ts) confirmed the reported issue. Verified the encoder is not functioning during normal operation. Provided parts ID for the rotary encoder. The customer stated the rotary encoder did not work and he will have to try to replace the battery and the board to see if that resolves the issue. Additional follow up attempts have been made with no response from the customer . This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported failed extended self-test (est) with a (3133) rotary encoder failure. There was no patient involvement.